Manufacturer narrative:
(B)(4). Additional information requested and received: can you please clarify what occurred with the device during the event? They were attempting to staple the colon. When the stapler malfunctioned did the device: lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Partially fire . Was there difficulty opening the jaws of the device? Yes . If so, how was the device opened and removed from the patient? Used the manual method to remove. Can you please explain details on how the colon was lacerated and how the laceration was addressed? Colon lacerated and the stapler didn¿t fully engage. They had to resect more of the colon as a result. Do you know what type of procedure that was performed? Resection of colon for ca can you please confirm if the device was discarded? Yes it was . Were there any significant changes in the procedure or in the colon resection as a result of the issue(s) with the device? As mentioned previously, the resection had to be extended to remove the laceration caused by the equipment. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. The pt stayed 9 days postoperative. This is not a typical postop stay but longer. Pt also received blood transfusion and lots of antibiotics during course of care. What was the surgical procedure? Colon resection . Please explain what is meant by ¿the staples did not engage¿ did the device cut and deploy any staples? Partially fire . Did the device make any sound while attempting to fire? What troubleshooting steps were taken to open the device. Used the manual method to remove. What is the staff¿s experience with device? Plenty. This surgeon uses your equipment all the time. What is the current patient status? Unknown after discharge.

Event description:
Per user facility medwatch form, #mw5075112, during an unknown procedure; the linear cutter stapler malfunctioned. The staples did not engage and sounded as if the battery in the instrument died. The instrument proceeded to lacerate a portion of the colon.